Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced restenosis. The 75% stenosed target lesion was located in the left main coronary artery (lmca). During the index procedure, two unk taxus express2 stents were implanted in the lmca. In 2009, a coronary angiogram was performed, and it was noted that restenosis had occurred. The lesion was 16mm long and 3.50mm in diameter. The target lesion was 75% stenosed. The following month, a percutaneous coronary intervention (pci) was performed with an unk balloon catheter and taxus stent. Post treatment visual inspection revealed 0% stenosis with timi flow 3. The event was resolved, and the pt discharged on bayaspirin and plavix.

Manufacturer narrative:
The device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Corrected information noted that during the index procedure in (B)(6) 2008, a percutaneous coronary intervention (pci) was performed to treat a lesion located in the proximal left anterior descending (lad) not the lmca as previously reported. The 95% stenosed de novo taget lesion was 36.0mm long with a reference vessel diameter of 2.50mm. Predilation was performed with the deployment of a 2.50x24mm and a 3.50x12mm taxus express2 stent. Post-dilation was performed. Residual stenosis was 0% with timi flow 3. The patient was discharged 1 day later on bayaspirin and plavix.in (B)(6) 2009, restenosis without ischemic symptoms was confirmed.